Manufacturer narrative:
(B)(6). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as 2134265-2013-05494. It was reported that post stenting procedure, the patient experienced chest discomfort with st segment changes. In (B)(6) 2010, the patient presented in the emergency room with complaints of abrupt onset of non-exertional substernal chest pressure radiating to both arms associated with mild diaphoresis. The patient was diagnosed with non q-wave non-st-elevation myocardial infarction and was recommended for cardiac catheterization. Coronary angiography revealed the 99% stenosed de novo bifurcated lesion located in the 1st diagonal which was 20mm long with a reference vessel diameter of 2.75mm. The lesion was treated with pre-dilatation by means of kissing balloon angioplasty using two 2.0 x 15mm maverick balloon dilation catheter and placement of a 2.75 x 24mm taxus liberte stent followed by post dilatation resulting to 0% residual stenosis. Following the predilation, the patient developed chest discomfort as well as st segment changes and significant residual stenosis was noted within the more proximal segment of the 1st diagonal. The residual stenosis in the upper pole of the 1st diagonal was then treated with the deployment of a 2.75 x 24mm taxus liberte stent. Following post dilatation, 0% residual stenosis was noted with the stented segment and the lower pole of the 1st diagonal was seen to be jailed with less than 30% residual stenosis at the origin. At the end of the procedure, the patient was noted to be free of chest pain. One day post procedure, the patient was discharged on aspirin and prasugrel.